Event description:
It was reported "the nurse noticed blood seeping from a crack in the bifurcate luer. The pump alarmed for low aug pressure, and the iabp failed to pump properly. So the physician removed the catheter and reinserted a new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the "nurse noticed blood seeping from a crack in the bifurcate luer" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "the nurse noticed blood seeping from a crack in the bifurcate luer. The pump alarmed for low aug pressure, and the iabp failed to pump properly. So the physician removed the catheter and reinserted a new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".